Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced. The patients condition was good before and post procedure.